Manufacturer narrative:
H6: no photos or samples were received by the customer. It was reported by customer that they got missing lids for the sharps collector was not verified as sample not received. According to the device history record review, during the manufacturing process no issues were reported for missing components (lids) for the lot number reported under this complaint ((B)(4)). A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Investigation: according with this investigation, there is not enough information provided from customer like pictures of the original packaging in order to determine the root cause of this issue, however, within customer complaint report it¿s mentioned that there were missing lids and the lot number reported is 3008977, being able to confirm that this product was manufactured by flex on (B)(6) 2023. The variables that could generate this failure mode such as handling, transportation, storage or partial sales are unknown. Additional information is required to discard issue was generated by a distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, one additional complaint was received through the last twelve months for the same part number and issue. This previous complaint was closed as non-manufacturing related since there was not enough information provided from customer. Weight records: the weighing database was evaluated to confirm that every box manufactured under the lot number reported was packaged with the correct quantity of lids at the time to perform the packing process. Due to no sample being received, an investigation could be performed on basis of photo representation, and a root cause could be determined as potential root cause as below: potential root cause: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reporting failure mode (missing lids), furthermore, there were found acceptable records for every single box manufactured for the lot number provided within the weighing system records.

Event description:
It was reported that 3 bd 8qt sharps collector had lids missing. The following information was provided by the initial reporter: customer reported missing lids.

Event description:
It was reported that 3 bd 8qt sharps collector had lids missing. The following information was provided by the initial reporter: customer reported missing lids.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.